Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) level of 250 (mg/dl) since october. The customer stated the suspected cause of the elevated bg was the pain from a foot injury. Correction boluses were delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.